Event description:
Put bandaid on rough spot on heel. 2 days later, tried to remove. Visually impaired and pt thought it was coming off. What pt thought was the bandaid was skin. The adhesive would not let go of the skin. Adhesive still won't let go of skin. Resulting hole 1" x 1 1/2" x 1/8 deep. Saw dr and wound care clinic.